Event description:
Faulty port needle - IV fluid leaking from plastic port on top.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr of lot# d818637 showed four other similar product complaint(s) from this lot. (205901, 207723, 213020, and 213028).